Event description:
The customer reported that a ventilator device turns on when you connect the power cord to alternate current (ac), and it turns off when you unplug it. Additionally, the battery that was originally being used was faulty. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). The customer confirmed and duplicated the reported issue. The customer troubleshot the issue by installing a new battery and was able to turn the unit off, however, when nobody was touching the unit, it would power on by itself. The rse advised the customer that they may need to replace the user interface (ui) printed circuit board assembly (pcba) and provided the part identification number. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 08/26/2022, 10/15/2022 and 10/28/2022, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.